Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to locate the app icon. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.